Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline's failure to open was not determined, and the reason for the difficult navigation encountered during the procedure also remains unknown. Aside from the failure to open, no additional issues with the pipeline were reported; however, the physician noted a possible twisting of the device. Similarly, no other issues were reported with the phenom aside from the difficult navigation. All information provided has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that as per the operator, the pipeline failed to open in the middle section. The physician had resheathed twice and retried again but it didn't work out. The stent was removed with the microcatheter and a competition flow diverter was used which opened very well as per the operator. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient and was resheathed and removed with the microcatheter. Additionally, it was reported that the phenom catheter had difficult navigation. There was no friction during delivery of the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured left v4 aneurysm with a max diameter of 7mm and a 6mm neck diameter. It was noted the patient's blood flow and vessel tortuosity was severe. Landing zone: distal 3.35mm and proximal: 3.01mm. Dapt (dual antiplatelet treatment) was administered with a 230-250 pru level. The angiographic result post procedure was good. The access vessel was the v4 with a 3.35mm diameter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuron max sheath, cat 5 guide catheter, phenom microcatheter, and traxcess guidewire.